Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their teeth are practically falling out of their gums because they are so messed up. Further information has been requested from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.